Event description:
Additional information received indicated that patient underwent surgical intervention wherein the scs system was explanted and implanted with competitors device.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's battery is unable to hold charge and therapy not able to be maintained. As a result patient may be awaiting surgical intervention to address the issue .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.